Event description:
An ophthalmic surgeon reported experiencing difficult aspiration during surgery. One pt presented with corneal edema one day postoperative. Add'l info was requested, but the surgeon informed the company that he will not be providing any further details.

Manufacturer narrative:
The customer did not request service, however, the company rep monitored the surgeries and verified the system was functioning normally. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).